Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a post-implant interrogation, the pulse generator exhibited a premature end of service indicator. Exposure to electrocautery was suspected. After a firmware download, normal device function resumed. The patient would continue to be monitored.